Event description:
It was reported that during an esophageal stenting treatment procedure, partial stent deployment occurred. The target stricture was in the mid esophagus. An ultraflex esoph ng distl cvd stn 18x10 stent had been advanced to the target lesion. During deployment, the stent was unable to be deployed beyond 2cm as the stent suture appeared to be wrapped around the stent. The procedure was able to be completed with another of the same device. There were no patient complications reported with the pt's current condition listed as "stable".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.